Manufacturer narrative:
(B)(4). The complaint (B)(4) neonatal oxygen therapy nasal cannula is manufactured by salter labs in (B)(6),, for fisher & paykel healthcare. Method: the subject nasal cannula was not returned to fisher & paykel healthcare in (B)(6). Our investigation is based on our knowledge of the product and a photograph provided by the customer. Results: the photographic inspection revealed that the pvc tube had detached from the nose piece. Conclusion: previous complaint for a salter cannula was receievd with the same issue. Details and photographs from this complaint were sent to salter labs to investigate. Salter then completed their root cause analysis into the cause of the issue, in which they identified two possible causes. Below are the two causes, the proposed corrective actions for each, and the proposed implementation dates: cause, incorrect assembly of the cannula , cannula is assembled with too little , glue . Corrective/ preventive actions evaluation and implementation of a robust system to mitigate the use of dispensers with a low level of glue ((B)(6) 2017). Evaluate and replace damaged glue dispensers ((B)(6) 2017). The lot number of the subject nasal cannula is unknown. We are unable to determine whether the corrective actions were implemented to the subject nasal cannula. .

Event description:
A hospital in (B)(6) reported that the connection between the prongs and tubing of a bc3780-20 pediatric infant oxygen therapy nasal cannula had split. It was also reported that drop in saturation was observed by a nurse however, no lasting harm to the patient occured.